Event description:
This is filed to report after the procedure, a pericardial effusion was noted requiring pericardiocentesis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve without issue. The clip was implanted successfully, reducing mr to 1-2. After the procedure when the patient was in the recovery room. The patient¿s blood pressure decreased, and it was noted that a pericardial effusion had occurred. Pericardiocentesis was performed and the patient was stabilized with no mr increase. The clip was noted to be stable on both leaflets. Hospitalization was prolonged an additional day in the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported pericardial effusion could not be determined. Additionally, the hypotension appears to be a cascading effect of pericardial effusion. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. The reported effects of pericardial effusion and hypotension are listed in the in the instruction for use (IFU) are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization or prolonged hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.